Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems corp. (Omsc). As a result of the evaluation, the following was confirmed. -there were no visible defects on the appearance of the device. -the device was inspected in combination with olympus assets, the rigid videoscope wa53000a, camera head ch-s190-xz-e, light guide wa03200a and light source clv-s190, but the reported event was not reproduced. In addition, the device switched on and off 30 times, then turned on and off again 30 times after 1 hour of energization, but the reported event was not reproduced. -when the device was connected and operated according to the instruction manual, there were no abnormalities. -the device was inspected in combination with the rigid videoscope wa50042a owned by the user facility, but the reported event was not reproduced. Olympus medical systems corp. (Omsc) was unable to conclusively determine the exact cause of the reported event from the investigation results and the information provided by the user facility. The device has no repair history for the past year. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was not displayed, when the olympus endoeye rigid videoscope wa50042a was connected to the device and the device was turned on. When the user power cycled the device, the issue was resolved and the endoscopic image was displayed. The user completed the intended procedure, laparoscopic surgery, with the device. There was no report of patient injury associated with the event. A similar phenomenon to the reported one occurred two weeks ago, but the issue improved when the user power cycled the device. Therefore, the user facility decided to see how it goes for a while at the moment.

Manufacturer narrative:
The device is planned to be returned to omsc but has not been returned yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.